Event description:
It was reported that the patient presented in the hospital after experiencing pain near the device pocket. A revision procedure was performed to address the issue. During the procedure, it was observed that the pulse generator migrated due to loose suture. The device was repositioned, and the patient was stable post-procedure.